Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump history was missing data despite being in use. The customer's blood glucose level was 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.